Manufacturer narrative:
E1: phone number is +(B)(4), including here as it exceeds character limit. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode, resulting in the patient becoming dizzy and collapsing. Upon a review of the stored data, it was confirmed that there were several episodes of syncope and loss of capture. The physician performed an emergent device replacement procedure to resolve the event and no additional adverse patient effects were reported. This pacemaker has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Manufacturer narrative:
E1: phone number is (B)(6), including here as it exceeds character limit.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode, resulting in the patient becoming dizzy and collapsing. Upon a review of the stored data, it was confirmed that there were several episodes of syncope and loss of capture. The physician performed an emergent device replacement procedure to resolve the event and no additional adverse patient effects were reported. It is unknown if the pacemaker will be returned for analysis.

Manufacturer narrative:
E1: phone number is (B)(6). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode, resulting in the patient becoming dizzy and collapsing. Upon a review of the stored data, it was confirmed that there were several episodes of syncope and loss of capture. The physician performed an emergent device replacement procedure to resolve the event and no additional adverse patient effects were reported. This pacemaker has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.